Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked at the opening of the battery chamber extending down to the primary seal. The battery cap was not returned with the pump; a test battery cap was used to complete testing and was able to fully tighten until the o-ring was seated and cap was flush with the pump case. There was no issue with loss of power observed and no evidence of moisture damage in the battery compartment. Unrelated to the initial complaint, the text on the display screen was observed to be dim, faded and discolored at the maximum contrast setting. There was no auditory sound observed during start up. The cover was removed, and a crack was observed in the solder on the sound (piezo) connection which made an audible reading unobtainable. A new cover was attached, and the audible sound returned with the new cover.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the battery compartment was cracked. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.